Event description:
A patient underwent a spinal surgery via oblique lumbar interbody fusion (olif) and posterior lumbar interbody fusion (plif) at l1-l4. At the time of inserting the cage at l1/2, the inserter angle was changed halfway and impaction was given. Then, the cage broke. The broken cage was removed and a new one was inserted. The surgical time was extended 16-30 minutes due to the incident. The surgeon considered the incident was a "technical error due to multiple causes including; misalignment of inserting direction to avoid ribs, applying twist to change cage direction, higher cage height and impacting was performed by another surgeon."

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.